Manufacturer narrative:
Results of investigation: it was reported that the trial femoral head 36 s/+0 is broken. The device broke during use, while inside the patient. The device used in treatment was not returned for investigation. However, a device picture was provided. The reported failure mode could be confirmed upon visual inspection. One of the four flaps is observed to be fractured. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed one additional complaint for the batch in scope. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues. Internal reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial femoral head 36 s/+0 is broken. The device broke during use, while inside the patient. The procedure was completed using the same device. No surgical delay or injury to the patient was reported.